Manufacturer narrative:
Data for only one calibration was provided. This calibration performed on (B)(6)-2021 failed. The same reagent pack had a successful calibration done on the previous day. Only one control value from (B)(6)2021 was provided and recovery was outside of range. Samples were not kept in the darkness until now. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). UDI number = (B)(4).

Event description:
The initial reporter stated they have seen an increased number of failed calibration and controls for the elecsys folate iii assay on a cobas e 411 immunoassay analyzer. The reporter stated that the issue has been ongoing for almost a year. The reporter also provided data for five patient samples that had discrepant folate results. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. Refer to the attachment for all patient data. Liquid flow cleaning maintenance of the analyzer was performed after the second run of the patient samples. Liquid flow cleaning maintenance plus re-calibration was performed after the third run of the patient samples. Calibration performed on (B)(6) 2021 was acceptable. A calibration performed on (B)(6) 2021 failed. It was asked, but it is not known if the affected patient samples were tested using this failed calibration. The folate reagent lot number was 50163601, with an expiration date of 28-feb-2021.